Event description:
Additional information was received that a ventricular tachycardia (vt) was observed. The first shock delivered accelerated the arrhythmia to ventricular fibrillation (vf). The fourth shock successfully converted the arrhythmia. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient with this device system was presented for evaluation. Commanded tests were performed, however, shock impedance measurements were not available. Device data was reviewed and the most recent manual shock impedance measurements measured 86 ohms. In rv coil to right atrial (ra) coil, shock impedance measurements measured 124 ohms. In rv coil to can, shock impedance measurements measured 135 ohms. In ra coil to can, shock impedance measurements measured 171 ohms. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Additional information received from the health care professional (hcp) at the clinic indicated that the patient is being monitored monthly. The patient has elected to not have an additional procedure at this time. No high energy shocks have been delivered. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated the shock impedance measurements had again exceeded 125 ohms. A review of the recent history indicated that the shock impedance has been ranging from 90 to 167 ohms for the last year, and has consistently been between 120 to 167 ohms in the last month. The shock vector was currently programmed rv to can. Boston scientific technical services (ts) discussed performing a max energy shock to verify the shock impedance or to consider replacing the rv lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has continued to produce increased and out of range shocking impedance measurements. The physician has been continuing to monitor this patient. A boston scientific technical services consultant documented the clinical observations and discussed further troubleshooting with the caller. No adverse patient effects were reported.

Event description:
Additional information was received that the device was reprogrammed to single coil configuration. Subsequently, rv coil to can exhibited impedance measurements greater than 125 ohms. No further information was available.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) discussed the possible causes and provided options for troubleshooting. It was also noted that no shocks had been delivered through the device. The patient was subsequently seen in the clinic where they were able to recreate a measurement greater than 200 ohms. Additional information indicated that the cause of high out-of-range shock impedance measurement was not identified and monitoring through routine follow up was continued. This system remains in service. No adverse patient effects were reported.